Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the stent implant dislodged from the 3.0 x 18 mm rx vision stent delivery system (sds) before it was used on the pt. Reportedly, there was no pt involvement with this device. No additional event or pt info is available.

Manufacturer narrative:
A conclusive root cause could not be determined for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood visible in the guide wire lumen. There was no contrast visible. The stent implant was dislodged and was not returned. The balloon was tightly folded. There were crimp marks on the balloon where the stent implant had been between the markers. The protective sheath was not returned. There was a kink in the intermediate shaft 2.4 cm distal to the guide wire exit notch. There were wavy bends in the shaft hypotube 69 cm distal to the strain relief tubing for a length of 33 cm. There was no other damage noted to the sds. Product performance engineering reviewed the incident info and results of the returned device analysis. The device was reportedly not used in the pt. Analysis of the returned sds without the stent implant is consistent with the reported stent dislodgement. However, there was blood noted in the guide wire lumen of the returned sds. This suggests that the device was at least loaded onto the guide wire. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during prep, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacturing. Analysis of the returned device indicates presence of crimp marks between the markers of the still tightly folded balloon, suggesting that the stent was at least crimped onto the balloon at the time of manufacturing. It is possible that the stent dislodged during removal of the protective sheath, and was not noticed until after the sds had at least been loaded onto the guide wire, considering the presence of blood in the guide wire lumen. The protective sheath and stent implant were not returned, which may have assisted in the investigation. Ultimately, the root cause of the stent dislodgement is unk, but there is no indication of a quality issue. The noted kink in the shaft distal to the guide wire exit notch and bends in the hypotube distal to the strain relief tubing were not reported in the incident, and may have occurred during packaging of the device for shipment back to abbott vascular for evaluation. This damage did not appear to be related to, or to have contributed to the reported complaint of stent dislodgement. A review of the lot history record did not reveal any nonconforming material reports with this part number and lot number combination. This MDR is considered closed by the product performance group.